Event description:
During an arthroscopic procedure the physician was utilizing a speedlock knotless implant. The physician placed the implant into the pt¿s bone but was unable to disengage the implant from inserter handle. The reported event caused a surgical delay of approx 30 minutes. The procedure was ultimately completed with a competitor¿s product. No further issues or patient complications were reported as a result of this event.

Manufacturer narrative:
The pt¿s age and gender have been requested but were not received.